Event description:
A surgeon reported that during surgery, the z-axis movement was lost and the laser could not be lifted off the pt. The territory mgr (tm) was already at the site, performing a scheduled visit, and used the emergency pt release and lifted the laser off the pt. There was no harm to the pt, and the surgery was continued without significant delay or any subsequent issues.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.(B)(4). This report was mailed to FDA on: (B)(4) 2012. (B)(4).